Manufacturer narrative:
This supplemental report corrects two minor discrepancies in information provided in the original medwatch. The corrections were identified during an internal retrospective review of medwatch reports filed for complaints received by conmed between 01/01/2015 and 02/15/2017. This review was performed in accordance with a pre-approved protocol, conmed document #(B)(4), which defined a process for performing and documenting reviews of previously submitted medwatch reports for accuracy and completeness. No selections should be checked. Correct selection checked malfunction.

Manufacturer narrative:
As reported, the "used" goldvac push button pencil was not returned from the user facility for evaluation. In addition, no visual evidence (photographs) of failure "minimal pressure activation" was provided by the end-user. Without the involved device, an evaluation could not be performed and the root cause of the alleged "self-activation" therefore could not be determined. A review of the lot history record could not be performed, as the lot number was not provided by the user facility. A 2-year review of the device complaint history showed (B)(4)similar reports of "self-activation". (B)(4). It should be noted, of these (B)(4) complaints there have been two (2) that were reported resulting in patient burn. Both of these burn cases were incidents where the physician placed the recently used electrosurgical pencils on the flammable patient drape. The goldvac pencils are designed to be used in conjunction with conmed goldvac ultraclean electrodes. The goldvac pencil, when used with an effective smoke evacuation system, removes smoke plume from the surgical site. The pencil enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. Maximum voltage is not to exceed 5.5 kv peak. Safe and effective electrosurgery is dependent not only on equipment design, but also on factors under the control of the operator. It is important that the instructions supplied with electrosurgical equipment be read, understood, and followed in order to ensure safe and effective use of the equipment. To reduce the risk of patient/user injury the instruction for use (IFU) of the goldvac pencil provides the following precautions and warnings: - always place unused associated electrosurgical accessories in a safe insulated location such as in the provided holster when not in use. - these devices should be inspected before each use and should not be used if damage is found. Visually examine the devices for obvious physical damage including: - cracked, broken or otherwise distorted plastic parts. - broken or significantly bent connector contacts. - damage including cuts, punctures, nicks, abrasions, unusual lumps or significant discolorations. - verify that the electrode is fully and securely seated in the handpiece before use. No device returned from user facility

Event description:
The facility reported that during a procedure (c section) the surgeon has commented that the (B)(4) goldvac push button device has minimal pressure activation. It was further explained how the device has activated when in the drape or within its own holster. The concern of the surgeon is the potential for a patient burn. Reportedly, the procedure was completed as planned with no injury to the patient. As reported, no patient burn has occurred, but the concern is that the device activates without being pressed by a finger and when inadvertent pressure is applied to it. No product has been saved for return to conmed for evaluation. Also, follow up with the end-user facility has not provided any additional information regarding patient demographics (age, weight, gender).